Manufacturer narrative:
G4: 09may2020 b4: (B)(6)2020. B1 and h1 updated: the customer reported that the unit was in use on a patient during the event with no harm noted. The customer stated that the unit shut off due to an occlusion on the set up connected to the unit, est (extended self test) was not completed by rt (respiratory therapist) staff when the unit was put into use. The fse (field service engineer) was unable to verify issue but did complete performance assurance in adult mode on the unit per customer, unit passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27feb2020.

Event description:
The customer reported the unit shut off. The customer ran pa (performance assurance) testing on the unit and it did pass testing however, the customer also indicated the unit was put into use without the battery being connected. The device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.